Manufacturer narrative:
Assessment/investigation by merz: the batch record review for radiesse, lot (a00179370), contains no nonconformance reports (ncr) or corrective /preventative actions (CAPA) related to this lot. A lot search in the global safety database was conducted on the reported lot and 1 case was identified. A review of trending for radiesse (q2-2025 radiesse product family trending reports, rec-001261, (B)(6) 2025) did identify trends for non-serious injection site nodule /product distribution issue (evb-2025-0031) and non-serious injection site discolouration (evb-2025-0037) for radiesse; however, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as non-serious per the following rationale: the information provided suggests the event is consistent with localized reactions to dermal filler injections which are typically self-limiting and may resolve without medical intervention. Corrective treatment included saline infiltrations and radiofrequency and outcome was reported as resolving. Onset date of the event was within 8 months after the injection which is a long latency but still possible. The event occurred in a compatible local relationship. The event injection site nodule is expected based on the currently valid colombian instructions for use (IFU) of radiesse and can occur after treatment with radiesse. Possible confounding factor includes concomitant use of amlodipine. Based on the information provided, causality is assessed as possibly related to the treatment with radiesse, however there is no indication that a product-related issue contributed to the event. There is no indication that the event resulted in permanent impairment or required medical intervention to prevent a permanent damage. Additionally, the event was not reported as life-threatening and did not require hospitalization. Therefore, based on the information provided, the reported event is classified as non-serious. Merz causality re-assessment after follow-up information was received on 20-may-2026: this case was upgraded to serious. The events injection site haematoma (non-serious) and injection site inflammation (non-serious) were added. This case was upgraded to serious due to its one-year duration without resolution, but permanent damage was not expected, even though the duration was prolonged. The added events occurred in compatible temporal relationshipship whereas no precise information was given on event localization for the added events so that a local relationship can only be assumed. The added event injection site haematoma (non-serious) is considered expected as bruising and the event inflammation is considered covered by its symptoms erythema, pain and sswelling based on the colombian instructions for use (IFU) of radiesse and can occur after treatment with radiesse. Confounding factors include simultaneous injection of restylane defyne into the nasolabial folds and into the piriform fossa at the subdermal level dysport into the upper third of the face for expression lines. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. Causality for the added events is assessed as possibly related to the treatment with radiesse, however there is no indication that a product-related issue contributed to the events and remains unchanged for the previously reported event as a possibly related to the treatment with radiesse, however there is no indication that a product-related issue contributed to the event. This case is considered serious with the serious event injection site nodule because a permanent damage cannot be excluded.

Event description:
Case description: this spontaneous report was received from a colombian physician and concerns a 59-year-old male patient. He was injected subdermally with radiesse into the lateral half of the face, on (B)(6) 2025. Batch number was reported as a00179370 (expiry date: 30-apr-2026). The batch record review was received and the lot number for radiesse was confirmed as a00179370 (expiry date: 30-apr-2026). A lot search in the global safety database was conducted. Used technique was fan, back-injection. He had no issues. Medical history included hypertension and hypothyroidism. Concomitant medications included levothyroxine, irbesartan, and amlodipine. After the radiesse injection, the patient experienced nodules on the face. In (B)(6) 2026, 8 months after the injection, the patient consulted due to nodules at the injection site. The treating physician performed three sessions of infiltration with 0.9 % saline solution and radiofrequency on (B)(6) 2026. According to both the physician and the patient, the size improved, but not completely. The outcome of the event was reported as resolving. In the opinion of the reporter, the event was related to radiesse. Follow-up information was received on (B)(6) 2026: this case was upgraded to serious. The events hematoma and inflammation were added. The patient was injected with radiesse into the lateral hemiface, posterior to the ligamentary line, for flaccidity. The physician indicated that, based on the markings observed in the photographs, a fan technique was used, with a single-entry point, and each pass performed in retroinjection. The patient was concomitantly injected with a total of 1 ml of restylane defyne into the nasolabial folds and into the piriform fossa at the subdermal level, on (B)(6) 2025. A 22 g cannula was used. The patient was also concomitantly injected with a total of 175 units of dysport into the upper third of the face for expression lines, on (B)(6) 2025. It was ambiguously reported that the patient had no medical history or allergies. It was unknown if there were any product failures or device deficiencies during treatment. On (B)(6) 2025, after the radiesse injection, and after the hyaluronic acid injection into the left piriform fossa, the patient experienced a hematoma and moderate inflammation, which were self-limited. Corrective treatments were performed with 2 ml of saline. The outcome of the event nodules was reported as not resolved (changed from resolving). Due to provided information, the outcome of the events hematoma and inflammation was considered as resolved. In the opinion of the reporter, the events were related to both radiesse and injection procedure. The event nodules was considered serious due to its one-year duration without resolution, but permanent damage was not expected, even though the duration was prolonged and treatment was not successful so far.